Event description:
It was reported that the right ventricular (rv) lead triggered alerts for out of range high impedance on the rv coil, svc coil, lv tip to rv coil, and rv tip to rv coil. Additional information from the clinic disclosed that the patient was hospitalized after experiencing a fall and suffering from a hemopneumothorax. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5071-35 lead implanted: (B)(6) 2014; 1788tc st. Jude lead implanted: (B)(6) 2007. (B)(4).